Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/4/2024 . Additional information was requested, the following was obtained: no more information. This was a coronary artery bypass surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * how many times did the suture needle pull off during the procedure? * how many threads were broken? * what tissue was being sewn when the issue occurred? H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-03106.

Event description:
It was reported that the patient underwent a coronary artery bypass surgery on (B)(6) 2024 and suture was used. The surgeon used a prolene wire, but on several occasions, the thread broke at the slightest pressure (even minimal) and the needle pulled off. As a result, the staff had to change the box of threads, with the same reference number but unknown lot number. This issue caused a loss of service time. There were no clinical consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.